Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04310 for the other associated device information. It was reported to boston scientific corporation that a rf 2000 radiofrequency generator and a leveen needle electrode were used during a rfa (radiofrequency ablation) procedure performed in 2009, according to the complainant, during the procedure, a generator p4 error code occurred. It was noted the patient experienced a superficial burn on their leg under the grounding pad which was treated with a cold pack. The pads were moved to another area of the thigh and the procedure was completed with the same rf 2000 radiofrequency generator and leveen needle electrode. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported serial number could not be matched to the reported device. Therefore, the device manufacture date is unknown at this time. The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.